Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there was a crack that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: during preparation, the syringe containing veletri went leaking. There is a crack in the 10ml syringe. Preparation remade because veletri was lost.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, it was observed that one sample had a crack extending from the 3ml to 10ml graduation lines and the other sample had a crack extending from the 2ml to 7ml graduation lines. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 2069914. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes there was a crack that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: during preparation, the syringe containing veletri went leaking. There is a crack in the 10ml syringe. Preparation remade because veletri was lost.